Event description:
Following a permanent implant procedure for the evoke spinal cord stimulation (scs) system, the patient reported pain at the lead implant site and headache. Evaluation in the emergency department confirmed a dural tear and cerebrospinal fluid leak. A blood patch was administered.

Manufacturer narrative:
The patient had 2 leads implanted at the time of the event and saluda representatives were unable to confirm which lead contributed to the event. The second lead information is as follows: catalog # 3008, model # 102878, lot# 9017168061, manufacturing date = 3/28/2024, expiration date = 3/28/2026.